Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed that the saved user settings in flash were corrupt. The customer¿s blood glucose level was around 90 mg/dl at the time of the incident. Customer states that they may have accidentally given themselves 7 units of insulin that was not needed. Troubleshooting was completed and customer will monitor the pump. The insulin pump will not be returned for analysis.